Event description:
The customer reported that insulin was leaking from the reservoir into the insulin pump. Troubleshooting was performed. The customer changed out the infusion set and reservoir and found that the infusion set was not sticking to her body and kept falling out. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.